Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
It was reported that lightning had striked near the patient's home and the transmitter lost power. The transmitter was attempted to be power up from a different electrical outlet without success. The device was no longer used and replaced.